Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, e1, e2, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Additional point of contact (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. It was found that the device was not plugged in. The battery charging switch was in the "off" position and there was an alarm for low battery. The iabp was plugged in and the console worked. Preventively, the fse replaced the batteries (0146-00-0039). Device conforms to the manufacturer's recommendations and tolerance ranges. Maintenance and validation were completed successfully. Product passed all functional and safety tests per manufacturer's specifications.

Manufacturer narrative:
Due to the character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had shut down when the device was turned on. The device shuts down as soon as it is turned on. It was connected to a patient and started to beep. The device was removed from the patient. No harm or injury to the patient was reported.